Event description:
It was reported that prior to the implant procedure, the lead helix extension was confirmed. During the procedure, the lead was positioned and the helix would not extend after several rotations. The lead was removed and inspected and there was some tissue attached. After the tissue was removed, the helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.